Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The lead was explanted and replaced. The lead will not be returned. No additional adverse patient effects were reported.